Event description:
The lag screw drill was observed to be very off balance when drilling for a 6.5mm asnis screw. After further investigation, it was revealed that the quick connect chuck in the asnis set was the problem. The drill was then put on a jacobs chuck and this solved the problem.

Manufacturer narrative:
Evaluation summary: the affected device was returned for investigation. The device looks in good condition. There are some scratches due to the fact the device had multiple uses. The device was sent to the manufacturing cell for functional and dimensional check. All dimensions were found to meet the specifications. We connected an instrument to the device to try to reproduce the reported failure. There was no unintended movement, the device was not off balance. The device is fully functional, it was not possible to reproduce the reported failure. Therefore, the reported incident could not be confirmed and the case could be classified as a non issue. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
The lag screw drill was observed to be very off balance when drilling for a 6.5mm asnis screw. After further investigation, it was revealed that the quick connect chuck in the asnis set was the problem. The drill was then put on a jacobs chuck and this solved the problem.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.